Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02468. It was reported the patient's scs leads have migrated. The patient stated he was working around the house and he felt his stimulation changed. X-rays taken showed the patient's leads migrated from t8 to t5. Reprogramming was unsuccessful in regaining effective stimulation. Surgical intervention may be undertaken at a later date to address the issue.